Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). The exact event date was not available, therefore the date 11/01/2024 was used as an estimate, based on the reported onset occurring within the last six months. Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Microscope inspection revealed both cylinders had wear at a fold in the proximal, middle, and distal ends of the cylinder and did not pass the test. Both cylinders passed the leakage test. The spherical reservoir also underwent microscope inspection and showed wear at a fold in the reservoir shell. Leakage testing was successfully performed and passed for the reservoir. Based on the available information and analysis results, the reported clinical observation of fluid leak and inflation issue could not be confirmed. A conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this inflatable penile prosthesis ipp was not inflating. A surgical procedure was performed, during which fluid loss due to holes in the cylinders on both sides was noted and air present in the pump. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis was not inflating. A surgical procedure was performed, during which fluid loss due to damage to the cylinders on both sides was noted. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The exact event date was not available, therefore the date 11/01/2024 was used as an estimate, based on the reported onset occurring within the last six months.